Manufacturer narrative:
Evaluation summary: when removed from the hoop, the device was in two pieces. The hypotube was broken 44 cm distal to the strain relief. The hypotube was kinked in several other areas on the distal portion of the broken hypotube. (B)(4). Evaluation - results and conclusions: (other devices used at same time in the same guide catheter). Conclusions: (tough anatomy).

Event description:
An attempt was made to use a 3.0 mm diameter x 30 mm length driver rapid exchange (rx) coronary stent system in to a patient. However, it was reported that the relevant device broke in two pieces while still in the guide catheter. The physician reported that this was a very difficult case where several devices were used at the same time in the same guide catheter due to the lesion morphology. The physician commented that this was not a shortcoming of the relevant device, but rather the tough anatomy and other devices in the way. No other clinical sequelae were reported.